Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of bipolar yaw pulley thermal damage to be related to the reported complaint. The instrument was found to have charring and localized melting at the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The root cause is attributed to mishandling/misuse. No image or procedure video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. A review of the procedure log showed a radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure on (B)(6) 2022 via system serial# (B)(4). His complaint is being classified as a reportable event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument exhibited signs indicative of thermal damage. Failure analysis confirmed thermal damage at the instrument¿s grip base. The root cause is attributed to mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, the customer noticed that the insulation of the fenestrated bipolar forceps instrument was melted. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use but it was unknown if there was any abnormality. The customer confirmed that no arcing was observed and no fragment fell inside of the patient. The customer completed the procedure using the same instrument. There was no issue with the black wire. It was unknown if the instrument collided with any other instrument or tool during the procedure. There was no report if patient injury. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.